Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the wound wouldn't fully heal. The rep reported that the patient had a small segment of her ins pocket that had not healed. There were no concerns with the validity or function of the battery. The rep reported that the patient constantly ¿picked¿ at her wound and without doctor¿s orders, she put multiple salves on it, rubbed it and didn't leave it clean dry and intact as prescribed. The rep reported that multiple antibiotics were prescribed, however the patient reported intolerances such as loose stools and refused to continue them. The rep reported that the hcp met with the patient on multiple occasions to plan interventions however the patient lacked follow through. The rep reported that during the procedure, the hcp chose to place a new ins to minimize the risk of infection. The issue was resolved. No further complications were reported.